Manufacturer narrative:
The treatment and blood glucose values information provided with initial report was incorrect. The correct information has been provided in this report.

Event description:
The customer was also treated with glucagon. The customer's blood glucose was 25 mg/dl and current blood glucose value was 250 mg/dl.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2020 for low blood glucose. The blood glucose at the time of the incident was 25 mg/dl and the current blood glucose was 250 mg/dl. The customer took a shower and went to bed, the next day, found by partner unconscious and sent to hospital and developed aspiration pneumonia and no respiratory concern anymore and due to this blood glucose went low. The symptoms related to low blood glucose were mental confusion and other was unconscious. The customer treated low blood glucose with food and glucose tablet and then blood glucose went high to 70 mg/dl. The customer was using auto mode function at the time of the event. The customer was alleging the over delivery of the insulin. The customer also stated that, the retainer ring was missing and reservoir was not able to lock into place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Unable to verify possible over delivery anomaly due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device uploaded properly using carelink. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, scratched case, faded or stained serial number label and a pillowing keypad overlay.